Event description:
A head injury pt was being monitored for intracranial pressure using a 110-4g catheter. The catheter read 60 mmhg to 16 mmhg, which was not stable. No further info was available. Additional info was requested on dec. 22, 2003. Additional info was received, the catheter was placed and approx. 5 to 8 minutes post insertion, the readings were unstable. An external transducer was not used. The catheter was replaced and icp monitoring continued.